Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user observed an arterial potassium intensity error. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.